Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. The reported event was color abnormality in the endoscopic image during chromoendoscopy. The facility's engineering department immediately performed inspection and repair, and the procedure was completed using the same processor. No patient harm was reported. However, the procedure was delayed and anesthesia time was extended. Additional information the device was confirmed to be beyond its designated service life. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 26-may-2026, pentax medical became aware of an event involving a pentax medical video processor model epk-i7000(a), serial number (B)(6) in china within the apac region. During an endoscopic procedure, chromoendoscopy was performed, and color abnormality was found in the endoscopic image. The facility's engineering department immediately conducted an inspection and repair, and the procedure was completed using the same processor. No patient harm was reported; however, the malfunction affected the progress of the procedure and resulted in an extended anesthesia time for the patient. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.